Event description:
I had a revision of a depuy asr hip implant that had become loose because the part had failed. My surgeon did a revision using the depuy pinnacle cup and liner. Immediately after trying to reoperate from the surgery, pain was again as bad or worse when trying to become mobile. I have never not had pain since this revision, and struggle daily. I am currently seeing a doctor who is going to do a re revision. The pain is severe, and I can no longer lift my leg without using my arm to help. I have had blood work done and tested positive for cobalt/chromium toxicity. I have developed severe tremors, and ringing in my ears, and have become diabetic.